Event description:
It was reported that during follow-up, externalized conductors were observed via diagnostic imaging. The patient was asymptomatic. Based on review of the diagnostic images provided to st. Jude medical, the conductors do not appear to be externalized. Lead was capped and replaced. Patient condition was good.